Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic post-implant procedure. Upon interrogation, it was found that the patient's right ventricular lead exhibited high capture threshold and decreased r-wave amplitudes. X-ray performed on (B)(6) 2020 confirmed that the patient's lead was dislodged. The lead was repositioned during the procedure on (B)(6) 2020. The patient was stable.